Event description:
It was reported that the drive support cap is protruded. Customer woke up with high blood glucose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and protruded/loose drive support disk.